Event description:
Per the clinic, the patient experienced headache, eye pain, dizziness, chronic pain and burning sensation over the implant site. Subsequently, the device was explanted on (B)(6) 2025, and there are no plans to re-implant the patient with a new device as of the date of this report.